Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) could not be investigated further because disposable set was not returned to baxter for evaluation, the lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in set) during drain 1 of 4 on the homechoice (hc). The home patient (hp) was connected to the machine. The technical service representative (tsr) explained both the alarms. The hp was to restart with new supplies. There was patient involvement. There was no serious injury or medical intervention reported.